Event description:
During follow-up, externalized conductors were observed. No electrical anomalies were detected. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.